Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and performed an operational check. The reported noise was not reproducible, and no damage was found to the two silencer mufflers. The fse stated that the since the noise had increased after the assist ratio was changed, indicating the possibility of a temporary phenomenon. There were no parts replaced. All required inspections were performed, and the equipment was confirmed to be in good working order. After each operation, operation was confirmed based on the inspection record sheet and it was confirmed that the equipment is currently in good working order.

Manufacturer narrative:
Additional information: due to characterization limit e1: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) compressor exhaust noise was loud. However, no patient harm was reported. The unit was used without replacing the machine.